Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple occlusion alarms when attempting to deliver a bolus and after a bolus delivery. The contact reported that customer later experienced a blood glucose (bg) between 140-300 (mg/dl). Reportedly, the contact gave the customer food to prevent the customer from experiencing a low bg and attributed this to their elevated bg levels. A correction bolus was delivered to address bg levels. The pump supplies were changed and the occlusion issue was resolved. Recommendation was made to consult with a health care provider to discuss diabetes management.